Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set, during an hta procedure, there were two fluid loss alarms (60 cc's and greater a minute) before reaching body temperature (40 degree centigrade) . The case was aborted. There was no leaking at the cervix or with the procedure set tubing. The physician believes there could have been a perforation in the uterus; not known if any additional treatment was rendered. The patient condition was reported as "fine".